Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon became compromised or damaged during advancement through the 90% stenosed, mildly tortuous, mildly calcified anatomy resulting in the reported balloon rupture during the first inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, mildly calcified lesion in the proximal left anterior descending coronary artery. Following directional coronary atherectomy, a 3.0x12mm nc traveler balloon dilatation catheter (bdc) was advanced to the target lesion without resistance and was pressurized; however, the bdc balloon ruptured during the first inflation at 12 atmospheres. The bdc was then removed from the patient anatomy without resistance and replaced with a non-abbott bdc complete the procedure. There were no reported adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.